Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by manufacturer: promus premier selectmr 24 x 2.50mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: examination of the crimped stent via scope found evidence of stent damage noted at the proximal end with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16june2022. It was reported that the device could not cross the lesion. A 24 x 2.50mm promus premier select could not cross the lesion in the right coronary artery due to the tortuous anatomy of the artery. The promus premier select was removed intact. The procedure was completed with another method. No patient complications were reported. However, device analysis revealed stent damage.